Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 183 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as shaking and inability to answer questions. The customer previously had high symptoms such as sweating profusely. The customer was wearing the insulin pump during the incident. The customer was having sg vs bg issues and had a lost sensor alarm for 3 hours but does not use the sensor. Troubleshooting was completed and the customer will monitor the pump. The customer had been having issues with highs and their doctor had advised them to rotate their site. The customer had lost weight and was exercising more. The insulin pump will not be returned for analysis.